Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low sensor scan of 39 mg/dl when compared to a healthcare professional (hcp) meter. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The customer thought they were experiencing hypoglycemia symptoms and self-treated with a sugar injection. The customer then had a healthcare professional who administered an unspecified injection for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.